Manufacturer narrative:
Additional information. Placeholder.

Event description:
Additional information: it was reported that additional log files were submitted on 02dec2017 for a follow-up on the reported driveline fault events. The patient was reported as asymptomatic. Per the manufacturer¿s technical services, the event and periodic log files confirmed the driveline communication fault events. Communication line b appeared to be down and communication line a appeared to be intermittently failing. The pump continued to maintain pump set parameters and supported the patient correctly.

Manufacturer narrative:
Corrected information. It was initially reported that the device would not be returned for evaluation. The patient subsequently received a transplant and the explanted pump was received for investigation. The evaluation is not yet complete.

Event description:
It was reported that the patient¿s lvad continued to have communication driveline fault alarms. They were intermittently being able to be solids. Log file review reportedly indicated an lvad electrical issue. The patient was instructed to present to the implanting center for admission on an unspecified date. The patient was asymptomatic. On an unspecified date, the patient presented with recurrent communication wire faults which reportedly suggested that the second redundant wire within the percutaneous lead (driveline) had also been disrupted. It was reported that this was noted as a possibility in the manufacturer advisory dated june 7. On (B)(6) 2017, the lvad recorded speed of 0 rpm and flow of 0 lpm. The patient was readmitted on (B)(6) 2017. On (B)(6) 2018 the patient received a heart transplant. It was reported that the patient had multiple system controllers and modular cables exchanged for the communication fault.

Manufacturer narrative:
Patient¿s sex was not provided. Patient¿s weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that both of the patient¿s heartmate 3 system controllers produced fault alarms. The patient was admitted. Both system controllers and the modular cable were exchanged. No clinical symptoms were reported. The submitted log files were reviewed by a representative of the manufacturer¿s technical services and confirmed driveline communication fault events within both log files. On (B)(6) 2017 the alarms reportedly returned. Additional information was requested, but has not been provided.